Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose, with blood glucose of 70 mg/dl at the time of the incident. The customer was at 90 mg/dl at the time of admission and dropped low suddenly. The customer experienced symptoms such as having a fit. The customer was wearing the insulin pump during the incident. The caller stated the pump had a hardware low level failure alarm after a self test, and a failed battery alarm. Troubleshooting was not completed as the pump was not available at the time of the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No failed battery test alarm noted during testing. No hardware low level failures error noted during the self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Hardware low level failures error confirmed in insulin pump trace download with variable, problem isolated to the keypad. Device had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer.